Manufacturer narrative:
Imdrf device code a07 captures the reportable event of the device delivering energy intermittently.

Event description:
It was reported to boston scientific corporation that a rotatable snare was used for colorectal polyps in the colon during a polypectomy procedure performed on (B)(6) 2024. During the procedure, the energy on the snare seemed continuous but weak. The procedure was completed with a similar rotatable snare. There were no patient complications reported as a result of this event.